Event description:
The customer reported that the insulin pump was exposed to water, and moisture under the display was noticed. The customer stated that when she pressed the escape or the active button the display was blank and the back light was not functioning. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.